Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sample arrived in its original sealed packaging. The set was found correctly assembled and all parts were present. The external bag was broken on the side of the paper. The broken paper has the appearance of improper handling. The reported condition was verified. The sample did not meet specification for the reported issue. An assignable cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the packaging of a capd disconnect y set. The damage was further described a hole in the pouch. This event occurred before use. There was no patient involvement. No additional information is available.